Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 37 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, a 20 unit difference between the amount of insulin visible in the reservoir and the amount of insulin recorded in the insulin pump was observed. The displacement test passed. The customer stated that he was concerned his glucometer was giving him inaccurate readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.